Event description:
Biventricular aicd placed in 2004. Acid delivered shocks at 5-10 minute intervals post=op. Medtronic deactivated defibrillation portion of device. Pt underwent right ventricular lead revision the next day as right lead became dislodged. Discharged home 3 days later.